Manufacturer narrative:
The pump passed the basic occlusion test and displacement test. However, they were unable to prime the pump during the prime/compromised force sensor system test due to a faulty force sensor resistor (gold). They were unable to perform an excessive no delivery test and occlusion test due to the prime anomaly. The pump was received with minor scratches on the lcd window and a cracked case at the reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call that her blood glucose has been running high. Customer's blood glucose was 189 mg/dl this morning. Customer does not feel like her pump is giving her basal. Customer's blood glucose was over 300 mg/dl at the time of the incident. Customer treated with the pump. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer also declined to check her settings. Customer was advised to do a complete set change. Customer asked for a replacement for the pump.